Event description:
The implant removed was the lateral oblique distal locking screw - 5.0x80mm (04.045.080s - 4379p89) no revision of implant - removal of backed out screw and the rest remained unchanged. Patient factors causing back out of screw - undetermined. Xray images of the screw back out prior to removal on (B)(6) 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that the lockscr f/nails ø5 l80 xl25 had backed out from original positioning. X-ray images provided show a nail and screw construct at the left distal femur with signs of a mid-shaft section fracture. The most distal screw appears to have migrated as the head of the device does no longer rests on the surface of the bone and it seems that it is potentially protruding from the skin. As the date of implantation is (B)(6) 2023 and the next day (B)(6) it was noted to be migrated, a possible early weight-bearing could have led to failure of the implant. However, no root cause can be established for the reported issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lockscr f/nails ø5 l80 xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product code: 04.045.080s lot number : 4379p89 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28/02/2023 manufacturing site:jabil grenchen expiry date:01/02/2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product codes: jds and hsb. D9: complainant part is not expected to be returned for manufacturer. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device: product code: 04.045.080s, lot number : 4379p89, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28/02/2023, manufacturing site: jabil grenchen, expiry date:01/02/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the screw came back out of the rfna nail. Lateral oblique screw backed out of rfna after insertion 4/52 ago. Only two screws were used at the distal end of the nail: lateral oblique and proximal lateral to medial. An end cap was used on initial insertion. There were patient outcomes and consequences. The screw backed out, causing skin tenting and requiring screw removal. There was other medical intervention, and screw removal is required. This report is for one (1) lockscr f/nails ø5 l80 xl25. This is report 1 of 1 for complaint (B)(4).